Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt's j703 component being broken off the dn pca board. The electrode belt was unable to complete falloff testing, causing ecgs a&b to not recognize. The root cause for the broken j703 component was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.